Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did they pull another device to complete the case? Yes. Did the device work as intended? Yes.

Manufacturer narrative:
(B)(4). Device was not returned. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and uncut and there were staples present, indicating that the device had not been fired. The anvil was noted to have the locking springs loose, causing a rattle sound. It should be noted that although the locking springs are loose, it does not affect the functionality of the device. The device was tested for functionality and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the anvil sounded "loose" when shaken. The tech, for some reason, shook the anvil and there was a rattle that sounded different than any other trocar/instrument. The surgeon felt that there may be a problem with the device. There were no patient consequences. Case completed with another device of the same product code.